Event description:
It was reported that the user received alert 68 indicating a vboost over/under voltage condition, restarted the ilet, and then observed screen visibility issues, with blood glucose at 197 mg/dl; the affected device component was the touchscreen. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display readability problem and a device display that was difficult to read, associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.